Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the ins was exposed. Contributing factors included thin skin over the ins implant site. There were no signs of infection. The adaptor was cut and the ins was extracted in order to avoid infection in the upper location. The physician did not think there was any product malfunction. The issue was resolved at the time of this report. No further complications were reported/anticipated.